Event description:
It was reported that during remote follow-up, the patient¿s right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited ventricular fibrillation (vf) under-sensing. Multiple anti-tachycardia pacing (atp) and a high voltage shock were delivered but failed to convert vf, and the patient claimed to have felt unwell. The patient had to be shocked externally several times. Programming changes were made. The patient¿s condition remained stable.